Event description:
It was reported "physician stated that catheter would not pass into patient wire and dilator and wire went smooth but catheter got hung up around the side holes catheter wouldn't go." No patient harm or injury. No medical intervention required. No delay to therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "physician stated that catheter would not pass into patient wire and dilator and wire went smooth but catheter got hung up around the side holes catheter wouldn't go." No patient harm or injury. No medical intervention required. No delay to therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.